Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when trying to pull out the needle-suture through the trocar port with grasping the suture near the needle after the suture was completed, the suture broke with little resistance and the needle fell off. The following information was requested, but unavailable: what is the lot number? No further information is available.

Event description:
It was reported that a patient underwent an esophageal achalasia surgery on (B)(6) 2022 and suture was used. During the procedure, when passing the needle from inside of the stomach to the esophagus, the suture broke and the needle fell off. The product was a double-armed suture and the suture was performed with only one side of the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. H3 evaluation: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a paper lid, an empty winding former, two needle/sutures piece and a suture piece of product code (this product code is double armed) were received for evaluation, the swage and attachment area was noted to be as expected, and no damages, breakage on body, tip or swage area were observed during evaluation. A functional test was performed on needle by resistance and met the requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.